Manufacturer narrative:
Evluation: a lot order search was performed on the cartridge and there were seven (7) similar complaints found.

Event description:
It was reported that a competitor's lens was damaged by an msi injector. The model was not provided. Additional info was requested but none forthcoming. If further info is received a supplemental medwatch form will be submitted.